Manufacturer narrative:
(B)(4). It was reported the device was used in a heavily calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an endovascular aortic repair (evar) procedure, suture placement with a proglide device was attempted in the heavily calcified right common femoral artery using the preclose technique. Reportedly, a cuff miss occurred with three proglide devices. The sutures of two additional proglide devices were successfully pre-placed. The arteriotomy was 8f and the sheath was upsized to a 14f for the evar procedure. The evar procedure was completed and the two successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.